Event description:
It was reported that an alert was received for non-sustained rv oversensing. Subsequently, additional episodes of non-sustained oversensing were observed. X-ray was recommended to determine if there was interaction with an abandoned lead. Patient is asymptomatic and will be monitored until next follow-up.